Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a proglide device after a left heart catheterization diagnostic procedure using a 6f sheath. Reportedly, upon inserting the device, resistance was felt, and a crunch was heard. The device was immediately removed, without any resistance and upon inspection the sheath had separated from the guide but was still attached to the device. Manual compression was used to achieve hemostasis. No vessel damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Difficulty inserting the device and the reported ¿crunch¿ noise could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment.a review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.